Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed blisters under the lifevest electrodes. The blisters popped and were bleeding. The patient indicated that he intended to contact his physician. At follow-up, the patient reported that he had removed the lifevest to let the wound heal. It is unknown if the patient sought medical attention. The patient's medical outcome is unknown.